Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm and had changed the infusion set multiple times. Blood glucose level at the time of the incident was 400 mg/dl. Customer stated the event was resolved by infusion set change. The insulin pump was not replaced or returned for analysis.